Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID 8709, lot# l56461, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown) via an implantable infusion pump. It was reported that in 1998, shortly after implant, there was a "human error" where the drug was increased by 10% instead of 1%; instead of getting 3.5, the patient was getting 6.5. The patient was getting more medication than she was supposed to, and the patient felt like she was going to explode. The patient went to the emergency room (ER). No diagnostics were performed because as soon as the pump was read they realized the error and were able to turn the pump down to the correct dose and everything resolved, without further issue.